Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during inspection for use, the gastrointestinal videoscope had a gap in the field of vision. The customer suspected that the issue was caused by a piece of a cleaning brush that had become lodged inside and became visible when used with water. If this piece obstructs the field of view, the image appears blurry. There were no reports of patient involvement.